Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from (70-250) mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.